Event description:
It was reported that during a vats - lobectomy procedure, the reload could not be fired completely. The closing and firing triggers appeared to be broken. There was no adverse patient consequence.

Manufacturer narrative:
H3: evaluation summary: the analysis showed that the device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received partially fired and with no damage to the cartridge lock out spring. The returned device was found to be non-functional due to the damage. The device was disassembled to verify the condition of the internal components; the left shroud pinion axle support and the short rack teeth were broken. No functional test could be performed due to the condition of the device. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. H6: firing mechanism damaged.